Event description:
Lapband device slipped causing erosion, inflammation of esophagus and upper stomach area. As a result of this I had a dramatic increase of gerd and problems swallowing food. Began vomiting almost every time I ate. Had to prop myself up to sleep because of gerd being so bad when trying to sleep. Had to have the device removed. Reverted to ¿sleeve¿ when lapband had to be removed. Test were ran (B)(6) 2018 to check for leaks. Everything checked out okay. Two days later, I had severe upper abdominal pain while getting ready for bed. Woke the next morning with pain and fever. Went to ER as directed by physician. Had to have emergency surgery to see what was causing the problems. They found a leak in the area where the lapband device had been located. It caused a weakened area and resulted in the leak. Also required another surgery for a total of 3 surgeries. They tried to repair the leak but could not get a stent placed. Even transferred me to another hospital to have another physician to see if he could repair. He was also unable to repair the leak. Had a sepsis infection and required 84 days of hospitalization and rehabilitation. Had to have a j tube placed, so I could receive nourishment and see if fissure would heal on its own. This was done in the hospital, rehabilitation facility, and continued at home. Continued rehabilitation at home as well. Fissure eventually healed with continued treatment at home. Also now have anxiety issues. I¿m still home recovering and off from work at this time (B)(6) 2018.